Event description:
The filter was attached to the expiratory limb at the ventilator interface. The ventilator alarm allegedly sounded and the rt responded to find the pressure manometer at 30 cmh20 and the pressure alarm sounding at 50 cmh20. The rt immediately removed the pt from the ventilator and changed the circuit and filter. The filter was allegedly blocked. Later in the day the pt demonstrated signs of respiratory distress which were reportedly caused by a pneumothorax. The pneumothorax was treated by insertion of a single chest tube.